Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. Customer has treated with food. Customer has been experiencing low blood glucose for a month and half. Customer stated that she has been in the hospital around three different times in the last 6 weeks. Customer was advised to contact health care provider about settings to make sure they entered correctly.